Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 14 days and 2 charging cycles were recorded to the device memory. The header of the ICD was visually inspected. Upon receipt all leads were still connected to the ICD. The connections were tested confirming a sufficient connection of the lead connectors to the ICD. The impedances were measured and were normal. The df-1 connector of the svc shock coil was not fully but sufficiently inserted into the header. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The returned x-rays were analyzed. The x-rays revealed no indication of an anomaly of the ICD in the implanted state. The device memory was inspected. The shock impedance trend showed an intermittent shock impedance of >150 ohms, thereby confirming the clinical observation. Therefore, the impedance measurement functions of the ICD were tested in different temperature environments using different shock path configurations. However all impedances were normal and as expected. During the following long term stability test, the impedance measurement functions were evaluated for several weeks under in vivo conditions. The measured impedances in all possible shock path configurations remained stable throughout the entire time of the analysis and were normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was normal. In a next step the ICD was opened. The visual inspection of the inner assembly showed no anomalies. Especially there was no deviation of the electrical connections of the electronic module to the ICD header. There were no anomalies that might be related to the clinical observation.

Event description:
Ous MDR - shortly after implant, the shock impedance was >150, but then in the following days after that, it was in the normal range of 15-60 ohms. On (B)(6), the impedance was back to being over 150 ohms and appears to be more constantly at that level. After systematically checking all possible causes for high impedance, the decision was made that this was related to the device and not the lead.